Manufacturer narrative:
H.6. Investigation: one physical sample was returned for evaluation by our quality engineer team. The returned sample was functionally tested under water to inspect leakage in the catheter tubing junction, in the extension tubing, and at the septum. No signs of leakage were identified at any point of the functionality testing. A device history record review as performed for the provided lot number. The review did not reveal any abnormalities during the production process and all inspections were found to be within specification. Based on the investigation results, an exact cause for this incident could not be determined. It is possible this incident resulted from the catheter shifting out of a fragile vein.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was placed in the antecubital vein, where "10 ml" of "saline flush pre-contrast" was delivered for a "brain, neck, and carotids" mra. A pressure injection of "30 ml" of contrast followed, and images were completed. At the end of the procedure, the technician noticed "wetness" underneath the dressing, and leakage was suspected during the pressure injection, as the patient "was not sweating" and their "arm was dry before" placing the dressing prior to the procedure. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I have 2 bd nexiva diffusics closed IV catheters which need to be reported as equipment failures." "An IV was placed in r anticubital be radiologist technician. Pt. Received pressure injection of 30 ml of contrast after 10 ml saline flush pre-contrast for mra brain, neck, and carotids. Images were completed. At end of procedure, radiology technician noted wetness underneath tegaderm dressing. Staff suspects leak in IV during pressure injection. Pt. Was not sweating, and arm was dry before placing tegaderm prior to procedure."

Manufacturer narrative:
Date of birth: unknown. The provided age was used to create a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was placed in the antecubital vein, where "10 ml" of "saline flush pre-contrast" was delivered for a "brain, neck, and carotids" mra. A pressure injection of "30 ml" of contrast followed, and images were completed. At the end of the procedure, the technician noticed "wetness" underneath the dressing, and leakage was suspected during the pressure injection, as the patient "was not sweating" and their "arm was dry before" placing the dressing prior to the procedure. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I have 2 bd nexiva diffusics closed IV catheters which need to be reported as equipment failures." "An IV was placed in r anticubital be radiologist technician. Pt. Received pressure injection of 30 ml of contrast after 10 ml saline flush pre-contrast for mra brain, neck, and carotids. Images were completed. At end of procedure, radiology technician noted wetness underneath tegaderm dressing. Staff suspects leak in IV during pressure injection. Pt. Was not sweating, and arm was dry before placing tegaderm prior to procedure."